Manufacturer narrative:
One (1) viper2 x25 setscrew inserter [product code: 2867-35-400] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. One half of the split tip had fractured off.the fracture analysis report suggests that the driver tip underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the inserter¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver tip underwent a quasi-static overload failure.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The set screw inserter was used for the patient with fifth dorsal vertebra burst fracture-on the surgery dated of (B)(6) 2016. A set screw was tightened up using the inserter in question with strong pressure and a tip of the inserter was broken during the surgery. No broken fragments were remained at the patient¿s body. There was no adverse consequence to the patient.